Manufacturer narrative:
Other, other text: g4:date received by manufacturer 21-apr-2023. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Three pictures were attached to the complaint for to use in the evaluation:the pictures provided per customer were revised and it was confirmed by visual observation that female luer was broken.one unit was returned for evaluation; the unit returned was received decontaminated and inside of a plastic bag which is not its original package. The female luer was broken. The root cause of the reported issue was found to be root cause could be related to the properties how the component was molded. Actions were taken to mitigate the reported issue: n escalation to the supplier was initiated scar.

Event description:
Information was received indicating that a smiths medical fluid warming accessory where the warming tube was connected had broken causing blood to leak. There was no patient injury and no reported adverse events.